Event description:
During ssep monitoring in the o.r., the stimulation needle located in the right wrist broke off from the lead. Flouroscopy utilized to visualize fragment. Small incision made, fragment removed. Wound sutured.